Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7004060, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had a suspected infection at the ipg site. Symptom of fluid at the pocket site was noted. It was believed that the infection was not device or procedure related and the cause was unknown. The patient was given antibiotics and underwent an explant procedure. The patient was doing well postoperatively.